Manufacturer narrative:
B3 - event date: the event date was populated as the first day ((B)(6) 2019) of the bsc aware date as it was ot provided in the report.

Event description:
It was reported that a balloon failed to inflate. A 10x3.5 flextome cutting balloon was selected to treat a moderately tortuous and stenosed lesion. The flextome was delivered to the lesion. The balloon did not inflate due to a pinhole in the balloon preventing inflation. The flextome was removed and replaced with a 10x40 flextome cutting balloon. The balloon again failed to inflate. The flextome was removed and replaced with another cutting balloon. The procedure was completed with no patient complications and the patient's condition was fine.

Manufacturer narrative:
Event date: the event date was populated as the first day ((B)(6) 2019) of the bsc aware date as it was ot provided in the report.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, the cutting balloon was delivered into the lesion area. It was attempted to inflate twice, however a pinhole was noted. However, it was further reported that the device was completely removed from the patient's body. The procedure was completed with another of the same balloon. No patient complications reported. Patient wa fine post procedure.